Event description:
The customer reported the system would not record or play back cine during a vascular case. There are no reports of pt injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The cine record time was reset during the service call. The system was tested and found to be working as intended and put back into service.